Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device seen by the unaided eye. There was no damage to the packaging carton, but the packaging tray was not returned with the device. A syringe was used to inject 20cc of air into the cuff balloon and the cuff immediately deflated. A leak test was performed to determine the location of the leak by submerging the entire tube assembly under water and bubbles (leakage) was observed out from the inflation lumen. Under magnification, there was a cut in the inflation lumen 1.28 inches from the inflation tube notch. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube had air leakage which was found during pre inflation and there was cuff leak. It was replaced by new tube. There is no patient injury.